Event description:
It was reported that the patient's leads had high impedances. The patient had an injection shot recently. It is currently unknown if this was related to their spinal cord stimulator.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-9208-15 serial number: (B)(6). Batch/lot number: 7070662 model/catalog description: precision s8 adapter 15cm unique identifier (UDI) #: (B)(4).